Event description:
It was reported by the provider that the tdxsiv power chair is driving intermittently with no error code. The provider disconnected. The caller has no further information to provide.